Event description:
User reported on 11/22/1999 that tampon fiber remained in the body after the tampon was removed. Remaining fiber was discharged with douching, however, user reported of developing a vaginal infection. User was advised to see a doctor. On 11/24/1999 the doctor diagnosed the condition as "vaginitis, unspec" and prescribed anaprox and ampicillin. User did not advise first quality hygienic, inc. Until 1/12/2000 about the diagnosis or the medications prescribed. Upon learning about the diagnosis and medications on 1/12/2000, it was determined that this was a reportable event.